Event description:
Boston scientific received information that at a follow up this right ventricular (rv) lead had high out or range impedances >2000 ohms and the thresholds had risen since the implant procedure. Noise was also noted on the ventricular channel which was suspected to be caused due to a microlesion on this lead. Reprogramming was done in order to avoid inappropriate therapy. Subsequently, a system revision took place. Upon explanting, it was noted that the implantable cardioverter defibrillator (ICD) header was intact. Rv lead measurements were taken which appeared to be normal. In order to implant subpectorally another device was used. The explanted device will be returned for analysis.

Manufacturer narrative:
Available information suggests that this lead remains implanted while the device will be returned for analysis. Upon further information this case will be updated and submitted. Additional informaiton pertating to the device anlaysis linked with this lead showed that the right ventricular port lead seal ring markings indicate that the lead was under-inserted. A standard lead was aligned with the seal marks and it appeared that the leaf spring was not centered on the conductive barrel of the lead. Laboratory analysis concluded that an underinserted lead could have resulted in the reported clinical observations.